Manufacturer narrative:
Correction: upon review of the complaint, it has been determined that the product is the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, the reported data from the date of the complaint was overwritten. The current black box showed evidence of a loss of prime due to a non zero force. The ez-prime steps were performed correctly with no cs 162 alarms occurring. The original ¿loss of prime¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).